Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel microswitch was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2010. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the control panel microswitch was broken, possibly causing the unit to be unable to operate as expected.